Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed and switched into safety mode. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Te 231036 (prevent pressure sensor defect), tf 341009 (pventpressuresensordefect). Tf 346054 (safetyfailuredetected). The device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation. There is need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed and switched into safety mode. - this occurrence was noticed during patient ventilation. - various alarms were observable both visually and through hearing. Te 231036 (pvent pressure sensor defect), tf 341009 (pvent pressure sensor defect). Tf 346054 (safety failure detected) - the device log files were provided to hamilton. - there is patient involvement reported. This event occurred during patient ventilation. - there is need for medical intervention reported. The ventilator device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed and switched into safety mode. This occurrence was noticed during patient ventilation. Various alarms were observable both visually and through hearing. Te 231036 (pvent pressure sensor defect), tf 341009 (pvent pressure sensor defect). Tf 346054 (safety failure detected) the device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation. There is need for medical intervention reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. During ventilation the ventilator went into safety mode and alarmed with tfs. The patient moved to another device. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a clogged air intake dust filter. The assumed root cause could not be confirmed. If the ventilator triggers the same tfs it will go into safety mode. In that state, ventilation is still given, and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non-reportable event.